Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform functional testing and verify basal anomaly due to motor error alarm during bolus. Pump received with normal operating currents. No unexpected battery out limit alarm or low battery alarm noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.(B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 158 mg/dl. The customer reported that drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. Customer didn't report an e70 alarm. The customer reviewed the alarm history and there is a motor error on (B)(6) 2015. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's mother stated that after programing the basal rates, the device alarmed again motor error. The customer reported via phone call that the insulin pump alarm battery out limit. Customer's blood glucose was 158 mg/dl. The customer was advised to monitor the pump.